Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced a keypad anomaly. Customer reported that while asleep, insulin pump went into threshold suspend and the "down arrow" button was not responding in order to clear. Customer reported that it took ten minutes for button to respond. Customer's blood glucose was 70 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.